Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they do not like the performance of the vasoview hemopro 2 during an endoscopic vein harvesting procedure in regard to the amount of smoke that is produced in the tunnel. They have to remove the entire system from the leg to evacuate the smoke to see on the monitor. Hospital is greatly annoyed by this, and also how as a result slows down the harvesting. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for serial numbers (B)(4) the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that they do not like the performance of the vasoview hemopro 2 during an endoscopic vein harvesting procedure in regard to the amount of smoke that is produced in the tunnel. They have to remove the entire system from the leg to evacuate the smoke to see on the monitor. Hospital is greatly annoyed by this, and also how as a result slows down the harvesting. The hospital did not report any patient effects.